Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on unknown date with blood glucose level was 20 mg/dl. Customer current blood glucose value was 85 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose tablets and sugar intravenous for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they believed insulin pump was alleging for over delivery. Customer stated that they performed displacement test and the test was passed. The insulin pump as well as reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test and manual prime : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir not does not leak and it is not occluded.